Manufacturer narrative:
(B)(4).

Event description:
Patient reports throat pain, increased seizures, cannot swallow, cannot breathe when using the magnet and difficulty sleeping. It was reported that patient will now be having generator explanted due to complications with device and painful stimulation described as "shocking pain in vagus nerve". Patient reports 8 seizures in the past 4 weeks. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported by patient that device was explanted. Explanted device has not been received to date. No other relevant information has been received to date.